Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer went to the emergency room on (B)(6) 2023 and was subsequently hospitalized and admitted to the intensive care unit with a blood glucose (bg) level of 890 mg/dl, and a large ketone level identified as life threatening by hcp. Customer was treated with intravenous fluids of saline, insulin and potassium to address the elevated bg. Customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.